Manufacturer narrative:
The device was returned, and the evaluation found residual whitish foreign material inside the air/water tube and jet tube. The adhesive of the bending section cover and the grooves of the connecting tube contain foreign material. The reported fault was likely a result of insufficient reprocessing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, the colonovideoscope had residual whitish foreign material inside the air/water tube and jet tube. The adhesive of the bending section cover and the grooves of the connecting tube also contained foreign material.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, confirmed material adhered to the air water channel, rubber glue and insertion section, it could not be determined what the foreign material was. There were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.